Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 31 mg/dl while wearing the pod. It is unknown when the patient was released from the hospital or how they were able to be treated. Three follow ups were attempted but no additional information was provided about the medical event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Additional information was gathered, changed b5 from "it was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 31 mg/dl while wearing the pod. It is unknown when the patient was released from the hospital or how they were able to be treated. Three follow ups were attempted but no additional information was provided about the medical event." To "it was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 31 mg/dl while wearing the pod. The patient also stated that they had an electrolyte imbalance. The patient was treated with IV (intravenous) fluids and replaced their electrolytes. The patient was released the following day. The pod was worn when seeking medical attention."

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 31 mg/dl while wearing the pod. The patient also stated that they had an electrolyte imbalance. The patient was treated with IV (intravenous) fluids and replaced there electrolytes. The patient was released the following day. The pod was worn when seeking medical attention.